Manufacturer narrative:
(B)(4). Review of the most recent repair record determined that the components like motor, missing large screws, 3-inch width plate, hose, handpiece switch, bearing pack, seal, reciprocating arm were defective. The damaged components were replaced to resolve the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the loaner device was returned for corrective repair. There was no allegation against the device upon receipt. During device evaluation, it was discovered that the screws were missing. There was no patient involvement. Due diligence is complete. No additional information is available.